Manufacturer narrative:
No product has been returned for evaluation as no product malfunction has been alleged. Root cause cannot be identified.

Event description:
During literature review it was identified that on an unknown date, a patient underwent an extreme lateral interbody fusio procedure and had interbody cages placed at l3-l4 and l4-l5 levels for indirect decompression. Five days postoperatively, the patient experienced sudden abdominal pain, sweating, and anemia. A CT scan observed active retroperitoneal bleeding with a 15 x 9 x 8cm hematoma that displaced the right kidney anteriorly. The patient was discharged after 10 days without any lumbar or radicular pain. During the hospital stay, the patient experienced no neurological complications.